Manufacturer narrative:
Additional information regarding item number and lot number was received on (B)(4) 2012. All information acquired from that information, including item number, lot number, expiration date, manufacture date, brand name, common device name, product code, and 510(k) number have been included in this MDR supplemental.

Manufacturer narrative:
The implants were returned following an account of cup loosening and medial migration. Support for the former reason is provided by the observed burnishing and fibrous tissue on the porous coated surface of the shell. Long-term or secondary fixation of a coated component is achieved upon substantial ingrowth of bone into the pores and cavities making up its structure; however, this retrieval has minimal evidence of such ingrowth. A lack of secondary fixation is likely to result in the micromotion of the part, causing both the apparent decreased roughness of the coating via abrasion against the surrounding bone and the burnishing of the coating. The apparent metal transfer on the articulating surfaces could be as a result of normal articulation or as a result of third body particles released from the burnished porous coating. The lack of damage in the bore of the taper adaptor implies the head was well fixed on the stem. The indications of burnishing and the lack of bony ingrowth on the returned shell support the report of shell loosening. However, without radiographs, or further evidence, the exact cause of the loosening cannot be determined.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision procedure was performed on (B)(6) 2012 due to loosening of acetabular cup and medial migration.